Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received arctic sun device from floor with report it turned off during therapy and would not turn back on. They had it in the shop and it powered on. Device powered on with error 45 (ac power lost). Biomed could not verify if clinical staff had device plugged into bed during use. Per follow up information received via phone on (B)(6) 2024, customer states that it was discovered that the device was plugged into the bed, which created too many amps and the device automatically shut off. Instructed nurse to plug the device into the wall. Issue resolved. No patient impact.

Event description:
It was reported that the biomed received arctic sun device from floor with report it turned off during therapy and would not turn back on. They had it in the shop and it powered on. Device powered on with error 45 (ac power lost). Biomed could not verify if clinical staff had device plugged into bed during use. Per follow up information received via phone on 31may2024, customer states that it was discovered that the device was plugged into the bed, which created too many amps and the device automatically shut off. Instructed nurse to plug the device into the wall. Issue resolved. No patient impact.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR is not reportable since the reported event was confirmed as user related as the power cord was not plugged into an appropriate outlet. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.